Event description:
It was reported by the customer, "bard power loc needle did not fully retract causing a needle stick/puncture wound."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.